Event description:
The defibrillator monitor was connected to a pt. During an electrophysiologic study, the pt developed ut/vf. The device was charged to 200 and the shock button hit when fully charged. The device failed to deliver energy. Finally it worked on the 3rd try. The red service light came on. A user test done in the am. The monitor beeped and said it couldn't deliver shock due to "test in progress". Then a strip came out saying "user test passed". Defib monitor was taken out of service and sent to biomed.